Manufacturer narrative:
Incident requires FDA MDR report based on the reporting precedence established for this product family for 'premature stent deployment with safety lock in place'; regardless of patient outcome. The zilver device involved in this complaint has not been provided for evaluation. With the information provided, a document based investigation was carried out based on customer testimony. The physician noticed the stent had prematurely deployed when the delivery system and stent were removed from the patient. It is possible that the stent could have been partially deployed as the physician removed the device from the patient. However, as the device involved in this complaint was not returned for evaluation and the conditions of use could not be replicated in the laboratory, a definitive root cause of this premature deployment cannot be determined. As per the instructions for use, ifu0065-1, the user is advised of the following: "prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement. However in this case it is currently unknown if the physician removed the red safety tab prior to attempting to deploy the stent. Prior to distribution all zilbs-638-8-8 devices are subjected to visual inspection and functional checks to ensure device integrity. The patient did not experience any adverse effects due to this occurrence and the procedure was completed using another device. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The stent could not be deployed after it was delivered to the common bile duct. The physician found that only a part of the tip of stent had become deployed. The physician then removed the stent and delivery system from the patient and a new stent was used to finish the procedure. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Incident requires FDA MDR report based on the reporting precedence established for this product family for 'premature stent deployment with safety lock in place'; regardless of patient outcome.

Event description:
The stent could not be deployed after it was delivered to the common bile duct. The physician found that only a part of the tip of stent had become deployed. The physician then removed the stent and delivery system from the patient and a new stent was used to finish the procedure.

Manufacturer narrative:
Incident requires FDA MDR report based on the reporting precedence established for this product family for 'premature stent deployment with safety lock in place'; regardless of patient outcome. This complaint is related to 1 x zilbs-635-8-8 device of lot#c1004012. The 1 x zilbs-635-8-8 device of lot number c1004012 was returned in cirl for evaluation. The delivery system was returned to cook (B)(4) with the handle in the closed position and the inner catheter exposed. The distal part of the inner catheter was visually examined. There was no evidence of damage to the pusher ring or the distal tip however the exposed section of the inner catheter was kinked in several places. It can be stated however that this damage most likely occurred during transportation of the device. The red safety tab was not returned with the delivery system. On evaluation of the returned device it was evident that the stent had already been deployed. The stent was visually examined and no damage to the stent was observed. The entire delivery system was inspected for damage and slight bumps were noted along on the distal end of the flexor. Using calibrated ruler the outer sheath measured 200.7cm and was noted to be slighted stretched but within specification. In relation to this information, the following comments were provided by the r&d engineer: 'this may have been a result of the flexor being pulled out of the scope over a tight radius, where the flexor bends around the elevator of the duodenal scope¿. Using 1ml syringe with water, the device was flushed though both flushing ports without difficulty. Manufacturing engineer advanced delivery system over a non-hydrophilic 0.035¿¿ wire guide from the distal end of the device. Slight resistance was encountered when passing the wire guide through the damaged section of the inner catheter. Engineering pulled the handle towards the hub, slight elongation (2mm approx.) Of the inner catheter was evident. The customer complaint was confirmed as the stent was not deployed during the procedure. The cause of this event cannot be conclusively determined. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. No defects were observed that could have caused or contributed to the complaint issue. The most likely cause of the difficulties encountered during deployment can be attributed to outer sheath deficiency. The physician noticed the stent had prematurely deployed when the delivery system & stent were removed from the patient. It is possible that the stent could have partially deployed during advancement to the target lesion. However as the conditions of use cannot be replicated in the laboratory settings, a definitive root cause of this event cannot be determined. The following comments were provided by the r&d engineer: ¿failure mode: ¿compression of flexor during advancement to target location¿ ¿premature partial stent deployment may have occurred where the flexor was compressed elastically, meaning that the flexor sprung back to its original length after the compressive load had been removed. Cause of failure: the flexor strength (axial stiffness or pushability) may not have been stiff enough to prevent the flexor compression during its advancement to the target location¿. It may be noted during the lab evaluation for this device flexor compression was not detected. Prior to distribution all zilbs-635-8-8 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records for zilbs-635-8-8 device of lot # c1004012 revealed no discrepancies that could have contributed to this complaint. As per the instructions for use, the user is advised of the following: ¿prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement¿. The physician answered ¿yes¿ to the following question: did the physician remove the red safety tab prior to attempting to deploy the stent. The patient did not experience any adverse effects due to this occurrence. The procedure was completed using another device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Stent cannot be deployed after delivered to common bile duct. Remove the stent with delivery system out of the biliary tract,then the physician found that a bit of the tip of stent has been deployed and could not deliver to common bile duct again, also could not retreat from endoscopic biopsy . Then the physician remove the stent and delivery system together out of the patient's body. Release the stent outside the body,then remove the delivery system from endoscopic biopsy. Finally, change a new stent to finish the procedure.